Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The instrument was calibrated and quality controls were run. The cause of the discordant, (B)(6) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) confirmatory (B)(6) result was obtained on an advia centaur instrument. The confirmatory test was ordered after three initial replicates resulted (B)(6). The discordant confirmatory result was not reported to the physician(s), as the patient has a history of having (B)(6) results with a (B)(6) confirmatory result. The sample was repeated on an alternate instrument, resulting (B)(6) for (B)(6), below the cutoff, requiring confirmatory testing. The confirmatory test resulted (B)(6) on the alternate instrument and was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.